Event description:
It was reported that the patient could not get stimulation from her implantable neurostimulator (ins) to her back. It was noted that she got stimulation into her legs instead of her back and had worked with the manufacturer's representative for a long time and had been reprogrammed many times with no success. It was reported that she was going to have another laminectomy and place an "electrode" higher. She also experienced acute pain so bad that she had "scarring" on her knees from crawling. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 39565-30 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; recharger model 37752 serial# (B)(4); programmer model 37743 serial# (B)(4); extension model 37081 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; extension model 37081 serial# (B)(4) implanted: (B)(6) 2009 explanted: na. (B)(4).